Manufacturer narrative:
Method: a review of the manufacturing records has been conducted. Results: the manufacturing records review verified that the lot met all pre-release specifications.

Event description:
On (B)(6), 2007, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. The completion aortography showed a minimal proximal type I endoleak. Follow-up imaging through (B)(6), 2010, showed a small, persistent proximal type 1 endoleak with aneurysm enlargement.